Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced chronic pain and inflammation at the implant site, which was unresponsive to conservative management and long term IV antibiotics. Subsequently, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Correction, the device was not explanted.